Event description:
It was reported that pump malfunction occurred when customer took pump out of storage mode, displaying malfunction code and having a history of at least three similar events on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, while technical support confirmed warranty and shipping details, provided instructions on placing pump into storage mode and returning it within 10 days, and arranged shipment of replacement pump with guidance to reenter pump settings and reconnect continuous glucose monitor on replacement device.